Event description:
(B) (6). It was reported that following a coronary artery drug eluting stenting treatment procedure, the patient expired. The 54% stenosed, concentric and 16mm target lesion was located in the non calcified and moderately tortuous mid right coronary artery (rca). There was a reference vessel diameter of 2.5mm with a minimum lumen diameter of 1.1mm. The lesion was also reported to have less than 45 degree angulation and that it was restenosis of a previously treated lesion. The lesion was predilated with two 2.25x20mm balloon catheters and the taxus express2 2.25x16mm stent implanted without post-dilation resulting in 13% residual stenosis and an increase in lumen diameter to 2.2mm. It was noted additionally that two non-bsc stents were implanted in the distal rca during the index procedure. There were no reported procedure complications and the patient was discharged 6 days later without anginal symptoms. At 83 days after the index procedure, the patient expired following an acute myocardial infarction.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.(B) (4)